Event description:
Patient received multiple shocks (B)(6) 2018 from what appears to be lead noise. Patient will be seen in clinic to evaluate further as last transmission date was also (B)(6) 2018. Lead statistics are in range. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.